Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery had stopped around 6:30am and customer had to resume insulin delivery. Troubleshooting with tandem technical support (cts) showed that customer had sleep schedule setting set to turn off at 6:30am and cts educated customer that turning off sleep mode does not suspend insulin delivery. Customer alleged that an auto-off alarm could have been the cause; however, troubleshooting confirmed that no auto-off alarms were present in pump history. Customer declined to upload pump for investigation and declined to continue troubleshooting to identify potential cause of alleged issue. Customer¿s blood glucose was 138 mg/dl.